Event description:
The distributor reported on behalf of the customer that: following a left bipolar hemi-arthroplasty in 2005, using a heavy alpha stem and a bipolar head, the pt presented with significant osteolysis. It is also reported that the pt was revised. The surgeon stated that there was excessive polyethylene wear within the bipolar cup and the polyethylene ring wiithin the cup appeared to be broken.

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Additional info has been requested and if received will be provided on a supplemental report.